Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the device was recaptured due to not acceptable pacing thresholds and was re-deployed in lower septal position. The tether was cut and after pulling the loss of capture was observed and dislodgement of the device to the pulmonary artery after first retrieval attempt. Device was retrieved successfully. Leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [mc1vr01] product ID [mc1vr01-delsys] (serial:(B)(6). D9: <(><<)>no> dev rtn to MFR? <(><<)>no> .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.